Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 46 mg/dl at the time of incident and the current blood glucose level was 50 mg/dl. The customer aslo stated that the buttons of he insulin pump are also not working properly. The device will be returned for analysis.